Manufacturer narrative:
(B)(4). Pump received with partial display due to cracked liquid crystal display glass caused by dog chew marks. Unable to perform the displacement test and self test due to partial display. Pump received with missing retainer and reservoir tube o-ring. Unable to perform the displacement test and p-cap, reservoir will not lock properly due to missing retainer. Pump received with dog chew marks.

Event description:
Information received by medtronic indicated that the insulin pump and tubing had crack. Customer stated insulin pump was chewed by dog. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.